Event description:
It was reported shortly after the patient's implant surgery on (B)(6) 2014, she had adequate stimulation coverage, but coverage of the left side has gradually diminished. The patient is now having ineffective stimulation and inadequate pain relief from her scs system. An sjm representative has met with the patient to attempt reprogramming, but was unsuccessful in achieving full coverage in all areas needed. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.